Manufacturer narrative:
Correction to add explant date.

Event description:
It was reported during in clinic follow up that the pacemaker had gone into backup mode. This was due to magnetic resonance imaging (MRI) scan in which device MRI settings were not enabled prior to exam. The product was explanted and successfully replaced. The patient was stable following procedure.

Manufacturer narrative:
Correction to add explant date.

Manufacturer narrative:
The reported events of bvvi due to MRI and problem associated with use in off-label MRI environment were confirmed. The pacer was received in backup operation with battery voltage above elective replacement indicator (eri) consistent with the use of MRI with no programming to MRI settings. Product code was reloaded, electrical and mechanical analysis performed, indicated normal device functionality. The implant duration exceeds the projected longevity based on nominal settings, battery is still normal and above eri.